Manufacturer narrative:
(B)(4). The reported complaint was confirmed. No functional issues were reported. The fsr replaced the pump window retainer on the roller pump. The fsr completed pm and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During laboratory evaluation, the (B)(4) was unable to test due to the breakage and missing piece of the window retainer. This part works with the latch to secure the disposable pump head. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered the manual drive retainer pump motor window is broken. There was no patient involvement.